Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to low shock impedance while attempting to deliver a shock. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the alert for shock impedance less than 20 ohms and the concern for potential development of shorted shock lead condition and/or effectiveness of therapy. There was no detail available for the episode in question as it had been overwritten due to multiple episodes since. The consultant also discussed the appearance of atrial fibrillation with rapid ventricular response (rvr) on available episode detail. Reviewed that the last delivered shock detail corresponded with the time of the episode stored in the logbook. The physician confirmed this patient has af and instructed the patient to proceed to the emergency room if another shock is received. The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received that a red alert was delivered for the device reaching end of life (eol). A fault code was also noted stating there was an inability to complete a charge. The device was subsequently explanted and returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough device evaluation was performed. Analysis confirmed that eol was set on (B)(6) 2011 due to two charge time-outs. The charge time-outs were due to the damage the device sustained when a shorted lead was recorded four weeks prior. An x-ray confirmed that the plasma fuse is blown. This is consistent with damage incurred when the device output is shorted during high voltage shock delivery. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.